Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the resuspense port 3 tubing. The cse successfully performed system calibrations and ran controls. The cause of the discordant vitamin d result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to the physician(s). The sample was repeated once as autodilution x2. The same sample was repeated two times as neat. The autodiluted sample was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant vitamin d result.